Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that during implant, when the primary system controller was connected to the power cable and system monitor to prime the pump, an emergent "no driveline" alarm was displayed on the screen. The event occurred prior to a driveline being connected. It was noted that this did not occur on the patient's back-up system controller. The primary system controller was sent to the MFR for evaluation.

Manufacturer narrative:
The system controller was returned to the MFR for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.